Event description:
Iridex became aware of a patient experiencing macular holes during treatment with a cyclo g6 laser system. Based on the information provided, it appears the treatment was performed within specifications. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex will continue to follow-up with the doctor for information regarding patient recovery.

Event description:
Iridex became aware of a patient experiencing macular holes during treatment with a cyclo g6 laser system. Based on the information provided, it appears the treatment was performed within specifications. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye."

Manufacturer narrative:
This follow-up report is provided to update the following: 1) part b: b5 -product problem section was updated. 2) report c: is this a combination product - no 3) report d: updates to section d8, d9, d4 4) part h: update to include that this a correction and additional information report 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant . Note: patient information was not provided, therefore part a is not filled out.